Manufacturer narrative:
Eval summary: as returned, the impactor pad is fractured. Impactor pads become damaged through repeated use due to sustained impaction. Impactors or impactor heads should be replaced when the part is no longer functioning. Root cause cannot be definitively determined. Eval: device history records indicate all components were manufactured and inspected to specification. No mfg abnormalities could be detected.

Event description:
It was reported that the impaction pad broke during use.